Event description:
It was reported that during an unknown procedure, an error code was displayed for the handpiece and it had no function. No further information is available. Another same like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the hand piece was tested on a generator and found to be functional. It no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 3 to occur.